Event description:
On 06/25/92 the reservoir and pump were implanted. The cylinders were implanted, date not provided. On 06/20/97 the ipp device was removed from the patient and replaced, reservoir from the previous surgery left in place. On 06/23/97 the entire device was removed from the patient due to surgeon knicking bowel during 6/20 surgery causing other complications, reservoir from 06/25/92 was removed as well.